Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f vascular closure device (vcd) was brought out during deployment, resulting in failure to achieve closure. There was no reported patient injury. The device was used following carotid artery stenting to close the puncture site, and after the plug deployment button was pressed, the operator paused for 4¿5 seconds and withdrew the device, at which time the plug was observed to be brought out with the device. The procedure used a retrograde approach, and hemostasis was achieved with manual compression. There were no visible signs of device or package damage prior to use. The device was stored and prepared per the instructions for use. The deployment button was fully depressed and flushed against the handle. The exoseal vascular closure device (vcd) and a non-cordis 8f f vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. The indicator wire was still visible when the device was removed. No intervention was required for any adverse event or complication. Angiography verified femoral artery suitability, including insertion angle, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium/plaque, no vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no prior closure device or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure, and the physician was certified in the use of the exoseal vcd. The device was returned for evaluation.